Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason for reoperation is: capsular contracture baker grade IV. Continued e1 phone number: (B)(4).

Event description:
Distributor reported "capsular contracture baker grade IV, folds and benign axillary nodes" confirmed via ultrasound. This record is for the left side. Device remains implanted.